Manufacturer narrative:
Complaint conclusion: as reported, the tip of a 24mm x 10cm iliac limb incraft abdominal aortic aneurysm (aaa) stent graft system broke off during the procedure. The limb was placed before the tip broke, and the procedure was completed after snaring the tip. There was no reported patient injury. There were no damages found on the device or its packaging prior to opening. The device was stored and prepared according to the instructions for use (IFU). The indication for the procedure was an abdominal aortic aneurysm (aaa). Ipsilateral access was used for limb placement. No difficulties were noted while advancing the delivery system, and no resistance was felt during insertion, advancement, or withdrawal of the device. The distal tip separation occurred during withdrawal, and the separated segment remained within the sheath. The separated segment was retrieved using a snare. The deployer was incraft certified, and no cordis training or clinical personnel were present for support. The patient is reported to be fine. One non-sterile ¿aaa 24mm iliac limb x 10cm¿ product was received for product evaluation. Visual inspection revealed a separated/fractured condition on the distal inner shaft. The prosthesis was fully deployed and not returned for analysis, and the separated piece was also not received. No other notable details were observed during the evaluation. Per microscopic analysis, the separated surface of the inner shaft, which exhibited an irregular fracture path, was inspected using a vision system. Examination revealed ductile dimples characteristic of a phenomenon known as microvoid coalescence. This process occurs when ductile materials experience excessive mechanical stress ¿ as the component is pulled apart, microvoids (tiny cavities) form within the material and subsequently coalesce, leaving behind cuplike depressions once fracture occurs. These features are typically observed when material resistance properties are exceeded, leading to fatigue-related failure. The reported event of ¿inner member-distal tip-separated¿ was observed through analysis of the returned device since it was received with the distal tip separated and not returned with the unit. However, the exact cause of the reported event could not be determined during analysis. Based on the information available for review and product analysis, patient anatomy and/or procedural/handling factors likely contributed to the issues experienced with the device as evidenced by the ductile dimples consistent with microvoid coalescence. This indicates that the material was subjected to tensile stress beyond its yield strength, resulting in fatigue failure. Deployment difficulties with the incraft aaa stent graft system can arise due to several factors. Complex or highly angulated aortic anatomies can make it difficult to position the stent graft accurately, narrow or tortuous iliac arteries can impede the delivery system¿s passage, and inadequate handling or improper technique during deployment can lead to difficulties in releasing the stent graft. According to the IFU, which is not intended to mitigate risk, ¿implant instructions: the following warnings and precautions apply throughout the implant procedure: ensure that the delivery system handle and delivery system sheath are parallel with the patient¿s leg. Excessive angulation where the white handle component meets the delivery system sheath may prevent delivery system sheath retraction. Do not handle the delivery system by the gold handle component since rotation of the gold handle component during positioning may cause premature deployment of the prosthesis. Before deployment ensure that the delivery system is straight and without any slack. Do not torque the delivery system more than 90° without confirming rotational response at the distal end of the device (contralateral side marker- figure 6). Do not start deployment until the delivery system is accurately placed within the vasculature and ready for deployment. When positioning the loaded delivery system, hold only the white handle component. Do not rotate the gold handle component in a counter clockwise direction, as this may result in an inability to deploy the prosthesis. When deploying the prosthesis, be sure to hold the white handle component of the delivery system firmly against a stationary object. Prosthesis components cannot be resheathed or drawn back into the delivery system without compromising the system, even if the prosthesis component is only partially deployed. If the outer sheath is accidentally withdrawn exposing the prosthesis, the device will prematurely deploy and may be incorrectly positioned. Always use fluoroscopy to verify the prostheses is completely released from the delivery system. Incomplete retraction of the delivery system sheath or incomplete displacement (pull) of the fixation release wire could lead to dislodgement of the prosthesis when you remove the delivery system subcomponent from the patient. Use fluoroscopic guidance to advance the delivery system and to detect kinking or alignment problems with the stent graft system. Do not use excessive force to advance or withdraw the delivery system when resistance is encountered. If the delivery system kinks during insertion, do not attempt to deploy the stent graft component. Remove the device and insert a new delivery system. Prosthesis migration or incorrect prosthesis deployment may require surgical intervention. Exercise particular care in areas that are difficult to navigate, such as areas of stenosis, intravascular thrombus, calcification or tortuosity, or where excessive resistance is experienced, as vessel or catheter damage could occur. Consider performing balloon angioplasty at the site of a narrowed or stenotic vessel, and then attempt to gently reintroduce the catheter delivery system. Also exercise care with device selection and correct placement/positioning of the device in the presence of anatomically challenging situations such as areas of significant stenosis, intravascular thrombus, calcification, tortuousity and/or angulation which can affect successful initial treatment of the aneurysm.¿ neither the product analysis, nor the information available for review suggests that the reported failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 24mm x 10cm iliac limb incraft abdominal aortic aneurysm (aaa) stent graft system broke off during the procedure. The limb was placed before the tip broke, and the procedure was completed after snaring the tip. There was no reported patient injury. There were no damages found on the device or its packaging prior to opening. The device was stored and prepared according to the instructions for use. The indication for the procedure was an abdominal aortic aneurysm. Ipsilateral access was used for limb placement. No difficulties were noted while advancing the delivery system, and no resistance was felt during insertion, advancement, or withdrawal of the device. The distal tip separation occurred during withdrawal, and the separated segment remained within the sheath. The separated segment was retrieved using a snare. The deployer was incraft certified, and no cordis training or clinical personnel were present for support. The patient is reported to be fine. The device will be returned for evaluation.